Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12 and a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. Customer resumed insulin therapy.